Event description:
It was reported that the customer had a bad sensor alert on the insulin pump. The customer's blood glucose level was 169 mg/dl. The bad sensor alert occured after a 2nd consecutive calibration error. It was discussed to the customer the timing of calibrations leading to alert and calibration protocol. The customer was advised to calibrate 3 to 4 times a day. The patient was advised to remove and change sensor and will replaced it. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.